Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that loosening of ulnar component was identified in radiographic assessment on 6 month follow up visit and 1 year follow up visit. The patient is experiencing severe pain, discomfort and unable to lift arm. A revision procedure is planned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a hinged right elbow arthroplasty is present. There is extensive osteolysis along both the humeral and ulnar implants with implant loosening and displacement. The humeral implant extends through the humeral diaphysis and there is borderline extrusion of the ulnar implant through the ulnar diaphysis. Bone quality is markedly osteopenic. No displaced fracture is present. There is extra-osseous radio-opaque cement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent to right total elbow arthroplasty. Subsequently, the patient is experiencing severe pain, discomfort and unable to lift arm. The radiographic assessment revealed an ulnar component loosening at the six and nine month follow ups. The radiographic assessment further revealed a humeral loosening at the nine month follow up. Progression of loosening with risk of periprosthetic fracture reported during 3-year follow up for both humeral and ulnar components. A revision procedure has been indicated but not yet scheduled.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Report source: foreign country: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient not revised.

Event description:
It has been reported that loosening of ulnar component was identified in radiographic assessment on 6 month follow up visit and 1 year follow up visit. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing. It was reported that the patient's humeral and ulna bone are osteoporotic, which could be a contributing factor. However, the root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right elbow arthroplasty with developing loosening of the ulnar component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.